Event description:
Customer stated "sparked at switch, and then started smoking." Product was returned for investigation. An investigation was done, the inspector found that the cord had been cut. This is likely due to excessive flexing of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.